Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent plate removal approximately 1 year post-implantation due to pain and reduced range of motion. The event was identified through a study database review. Following removal of the metalwork, a joint injection was administered. The patient experienced resolution of symptoms. Attempts have been made and no further information has been provided.